Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that backlight button and keypad arrow button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the contrast button and the ok, up and down arrow buttons. Multiple button presses are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. There is no visible damage on the keypad. The symbols are worn off the keypad buttons. The keypad cover was removed for investigation revealing contamination present under the contacts of all buttons. Unrelated to the original complaint, the serial number label is detached and missing from the pump, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.